Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-04290 for the other associated device information. It was reported to boston scientific corp (bsc) that a wallflex esophageal stent and a jagwire precursor guidewire were used during a stenting procedure performed in 2009. According to the complainant, the physician was attempting to overlap a previously implanted non-bsc stent which had tumor overgrowth on the top of the stent. The stricture above the previously placed stent was pre-dilated utilizing a cre balloon dilatation catheter. The jagwire was then advanced through the scope followed by scope removal. During advancement of the wallstent delivery system over the wire, resistance was encountered, and the system became stuck at the cricopharyngeal sphincter. Following multiple unsuccessful attempts to advance the system, the delivery system was then removed. It was noted that the stent had kinked between the end of the stent, and the tulip end. However, the physician was able to straighten it out. The scope was reintroduced and the jagwire was exchanged out for a wallstent super stiff guidewire. No damage was noted to the jagwire. The scope was removed and the delivery system was reintroduced over the new wire. Although the stent system was still difficult to advance, the stent was deployed successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.